Manufacturer narrative:
The lead was in use for treatment. The lead remains actively implanted for approximately 15 years, 8 months. As a result, the allegations against the lead (noise) cannot be confirmed. No adverse patient effects were reported and the physician will monitor the patient. The device history records for this lead model goes beyond the 15 year record retention procedure and therefore, records were not available for review. Although the underlying cause of this failure could not be determined, potential causes for this failure include myopotential (an electric signal arising in skeletal muscle which may be sensed by a pacemaker and falsely interpreted as a depolarization), insulation breach, conductor coil fracture, loose set screw, or electromagnetic interference (emi) from an external source. Potential effect to the user/device may lead to inappropriate shocks or inhibition of pacing. This lead is no longer manufactured and last sale was in year 2009. Based on the investigation, a CAPA is not required. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance.

Event description:
The customer reported that the lead exhibited atrial and shock channel noise. At this time no intervention is being considered. The doctor will monitor the patient. The lead remains actively implanted for approximately 15 years, 7 months.